Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal seal packages for failure analysis investigation. Universal seal box 1: the seal was found to have tears at duckbill measuring approximate .120"x. 090" in length. The missing pieces were not returned. Universal seal box 2: failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection did not reveal any damage. No product issue was identified. Review of the provided image was consistent with the alleged complaint regarding the missing valve portion of the universal seal.

Event description:
It was reported that after a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that approximately 1 mm of the valve portion of the universal seal was missing, and it was possible that it had fallen into the patient during the procedure. The procedure was completed as planned without further issue. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the seal was found to be damaged after the surgery, so it is unclear whether any fragments fell into the body. The fragment will not be returned since it has been missing.